Event description:
It was reported that the patient presented to the hospital with redness, swelling, discharge, hematoma, and erosion at the device site. The infection was determined not to be associated with any abbott product or procedure. The pacemaker, right atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition throughout the procedure.